Event description:
It was reported that the customer's blood glucose was 600 mg/dl. The customer treated with extra insulin and his blood glucose was down to 250 mg/dl at the time of reporting the issue. The customer declined assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).